Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the left common femoral vein using a prostyle device after an ablation interventional procedure using an 8f sheath performed on (B)(6) 2026. Reportedly, on (B)(6) 2026, the patient returned to the hospital with a sever hematoma greater than 3cm. The patient was admitted to the hospital and an ultrasound was performed. The hematoma was then drained. There were no reported issues with the device during the initial procedure. No additional information was provided.